Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem (B)(4) has been completed. The reported problem (won't charge batteries) has been confirmed. Upon evaluation a flash failure was found at pin a23 of the flash memory (components u102 and u105). The cause of the failure cannot be positively identified but is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement charger/modem.

Event description:
A patient service representative (psr) coordinator contacted zoll customer support to report a charger/modem will not charge batteries.